Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of essure device/ perforation-embedded in endometrium/ perforation") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. C95071) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, live birth in 2012, live birth on (B)(6) 2014 and live birth in 2010. Concurrent conditions included body mass index normal, low back pain and frequency urinary. Concomitant products included cilest (mononessa-28) from 2002 to 2014 for contraception. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 16 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, the patient experienced device expulsion ("migration of essure into uterus"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient experienced migraine ("migraines"), abdominal pain ("cramping") and abdominal pain lower ("lower quadrant pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), headache ("headaches"), bipolar disorder ("bipolar disorder") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with aripiprazole (abilify), topiramate (topomax) and surgery (total hysterectomy (uterus and cervix removed); bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, device expulsion, migraine, abdominal pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, headache and investigation noncompliance outcome was unknown and the bipolar disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, bipolar disorder, device expulsion, dysmenorrhoea, genital haemorrhage, headache, investigation noncompliance, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015 surgical removal of coil, bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - on (B)(6) 2015: intrahepatic bile ducts seen post cholecystectomy most recent follow-up information incorporated above includes: on 26-jan-2018: event abnormal bleeding, migration of essure into uterus, abnormal vaginal bleeding, dysmenorrhea (cramping), headaches, bipolar disorder, investigation noncompliance was added and perforation-embedded was clubbed with previously reported event. Essure lot no added. Product start and stop date updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on (B)(6) 2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and migration/perforation of the essure device (seen as uterine perforation). About three months after essure insertion, surgical intervention (pelvic surgery) was performed to try and alleviate the symptoms. About five months after insertion, additional surgical intervention was performed in order to address her persisting complications. It was unknown whether essure was removed. The events are regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Uterine perforation with essure may occur, most often during insertion. In this case, the exact date and mechanism of uterine perforation were not known. Based on their nature and considering positive temporal relationship, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in united states on 18-nov-2016 on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for birth control. In or around 2015, she began to experience symptoms that included, but are not limited to, migraines, cramping, lower quadrant pain, chronic pelvic pain, and migration/perforation of the essure device. On (B)(6) 2015, it was determined that she required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. On (B)(6) 2015, it was determined that she required an additional surgical intervention to address her persisting complications. At that time, she underwent a second pelvic surgery to try and alleviate the symptoms. A female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and migration/perforation of the essure device (seen as uterine perforation). About three months after essure insertion, surgical intervention (pelvic surgery) was performed to try and alleviate the symptoms. About five months after insertion, additional surgical intervention was performed in order to address her persisting complications. It was unknown whether essure was removed. The events are regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Uterine perforation with essure may occur, most often during insertion. In this case, the exact date and mechanism of uterine perforation were not known. Based on their nature and considering positive temporal relationship, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of essure device/ perforation-embedded in endometrium/ perforation") and genital haemorrhage ("abnormal bleeding") in a 23-year-old female patient who had essure (batch no. C95071) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, live birth in 2012, live birth on (B)(6) 2014, live birth in 2010 and oophorectomy (due to cyst). Concurrent conditions included body mass index normal, low back pain and frequency urinary. Concomitant products included cilest (mononessa-28) from 2002 to 2014 for contraception as well as hormones nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 16 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2015, the patient experienced device expulsion ("migration of essure into uterus"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient experienced migraine ("migraines"), abdominal pain ("cramping") and abdominal pain lower ("lower quadrant pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), headache ("headaches"), bipolar disorder ("bipolar disorder") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with aripiprazole (abilify), topiramate (topomax) and surgery (total hysterectomy (uterus and cervix removed); bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, device expulsion, migraine, abdominal pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, headache and investigation noncompliance outcome was unknown and the bipolar disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, bipolar disorder, device expulsion, dysmenorrhoea, genital haemorrhage, headache, investigation noncompliance, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015 surgical removal of coil, bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - on (B)(6) 2015: intrahepatic bile ducts seen post cholecystectomy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jun-2018: quality-safety evaluation of ptc . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.